Event description:
A customer contacted beckman coulter inc (bci) regarding erroneously elevated troponin (accu tni) and ckmb results that were generated by the unicel dxc 600i synchron access clinical system for a single patient sample. An accu tni result of 32.78ng/ml and ckmb result of 143.1ng/ml were reported out of the lab. The original sample was re-tested on a different instrument in the customer's lab and accu tni result was 0.01ng/ml and ckmb result was 1.4ng/ml. Based on available information, the patient in question was treated for a heart attack. The specific treatment was not supplied.

Manufacturer narrative:
Two levels of qc were performed prior to the event in 2008 and results passed. A system check completed the same day, met specifications. After the event, a wash carousel motion error was posted to the event log. A field service engineer (fse) was dispatched two days later: the fse inspected the instrument and found vacuum test failing. The fse flushed vacuum system with di water and then repeated vacuum test several times, all results passed. The event log did not show vacuum errors during the time of the event. The fse completed a system check which met specifications. The fse ran hardware verification-system with good results. Hardware issues may have contributed to this event. However, a clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.